Event description:
Info received reported that the scs system was explanted and replaced. The ins was at end of life and the two leads were explanted due to high impedances. During the implant procedure, after pulling the stylet about 10 cm to allow for connection of the screening cable, it was impossible to reinsert the stylet into the lead. The stylet was stuck and could neither be moved forward or backward. The lead was pulled completely and the stylet removed by force. A new lead was implanted. The new leads are fully functional and scs system is working as expected. No pt injury was reported.

Manufacturer narrative:
(B)(4).